Manufacturer narrative:
Items returned for evaluation: pusher, implant, introducer. Items not returned for evaluation: microcatheter. The visual analysis of the returned device found that the implant was not attached to the pusher. The implant was returned separated from the pusher with the monofilament exposed. The exposed monofilament was found to have a broken tip, indicating that the device experienced a tensile break. The investigation of the returned coil system found the implant to be separated from the pusher with the monofilament exposed. The exposed monofilament was found to have a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that an embolization coil implant detached unexpectedly. The implant was removed and the case was completed with another implant coil. There was no reported intervention or patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation. However, the device has not yet been returned. The alleged product issue could not be confirmed. If the device is returned at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that an embolization coil implant detached unexpectedly. The implant was removed and the case was completed with another implant coil. There was no reported intervention or patient injury.